Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed failed battery alarm twice. Customer's blood glucose was 211 mg/dl. Device could not upload to carelink. Device had alarmed radiofrequency failed self test alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored and no unexpected failed battery test or alarms occurred during testing. The insulin pump was also programmed with test glucose meter. The insulin pump communicated properly and recorded the 67 mg/dl value properly from glucose meter. No unexpected blood glucose meter communication errors noted. The insulin pump was able to download to the carelink pro software without any errors. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.